Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2011, pt underwent repair of umbilical hernia with implant of kugel patch. A fascial defect was also found cephalic to the hernia. On (B)(6) 2005, pt has developed a recurrent umbilical hernia, confirmed by imaging. She states that 6 months after surgery, she felt a pulling sensation and the bulging slowly increased over the past several years. Since her surgery, she has had a weight gain of 30 lbs, although weight loss was strongly recommended. There is no indication that the pt had revision surgery.

Manufacturer narrative:
Based on the info provided, no definitive conclusion can be made. The pt has multiple co-morbidities including obesity, smoking, and gastric bypass with regain of weight. No post-op hospital or office notes were provided, however, post-op umbilical wound cultures indicate a wound infection. Imaging confirms recurrence of hernia, however, no further info is provided. The info provided indicates that the pt developed and was treated for infection, and developed a recurrence, which are known adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There is no indication of defective mesh. It appears that the mesh remains implanted. No product has been returned. If add'l info is obtained, a f/u MDR will be submitted.